Manufacturer narrative:
Quality engineering will conduct an investigation. When completed, we will file a supplemental report.

Event description:
It was reported by facility that "after introducing 5mm instruments like graspers a part of the seal (trocar's) came off". On (B)(6)2010 - received confirmation from manfred schrills that seal fell into pt and was retrieved.